Event description:
It was reported that following the implant of the right ventricular (rv) lead, it was noted that the lead was free flowing in the rv and it was not functioning. The lead was deactivated. Following the implant of this lead the patient developed a left hemothorax. The patient underwent video-assisted thoracoscopic surgery (vats) decortication with placement of a chest tube. The following day the patient developed sudden sinus tachycardia and shortness of breath. A computed tomography (CT) scan was done which showed bilateral segmental apical pulmonary embolisms (pes). Ultrasound was then done and notable for a left upper extremity occlusive deep vein thrombosis (dvt) of the subclavian, axillary, and cephalic deep veins. Patient was started on anticoagulation medication. The patient also developed a pocket infection. The device and leads were explanted. The patient was discharged home with a wound vac (vacuum-assisted closure) and on intravenous (IV) antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).